Event description:
It was initially reported that the zimmer ats 2000 tourniquet with 60-7500-001-00 cuff was in use during a elbow supraglenoid fracture surgery and had an issue where the blood would continue to flow while the device was in use. The patient, (B)(6) was put in a normal infant size cuff. The cuff was inflated to a cuff pressure of 250 for a period of 60 min. The issue of continued bleeding has been seen in other cases involving children in surgeries that are known to be common. Surgeon confirmed that same cuffs when used in adult surgeries have had no issue. Additional clinical information determined that issue occurred during surgery. It was confirmed that there was patient involvement but no patient harm or surgical delay has been reported. Ats 2000 was used but serial number unknown.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the ats 2000 devices: ah059620, am070120, and cc109620 were manufactured during may 1996, july 2001, and october 1996, respectively. The ats 2000 devices have no repair history at zimmer surgical since (B)(4) 2011. No device information could be obtained for the two associated cuffs. Evaluation of the device determined that a visual test and air leak test was performed on both associated cuffs, and no issues were observed. Information regarding which of the three ats 2000 devices was utilized during the surgery could not be obtained; however, none of the three devices exhibited any issues. The cause of the reported issue could not be determined as it could not be confirmed during testing. The device was serviced and returned to the customer.